Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that system test failed. There was no patient involvement. Based on the information available, the reported issue did not reproduce. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The reported issue did not reproduce, device was operational as per manufacturer's specifications. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.